Manufacturer narrative:
Zimmer biomet complaint (B)(4).

Event description:
It was reported that the abutment screw (iunihg) fractured inside of the implant. The fractured piece could not be removed. The implant was removed. Tooth location 30.

Manufacturer narrative:
One 3i t3® non-platform switched tapered implant 4 x 11.5mm (bost411) was returned for investigation. Visual inspection of the as returned product identified that the implant is badly damaged from removal, and the collar is crushed inward. The internal drive feature is confirmed to contain the reported screw (iunihg), which was too badly damaged to be removed. Therefore, based on the evaluation, device malfunction did occur and the reported event was confirmed following inspection. No device lot number was provided so a device history record review and a complaint history review could not be performed. A singular root cause could not be determined.

Event description:
No further event information available at the time of this report.